Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis evaluation found that the pitch cable at the distal clevis was frayed. The pulley and clevis did not exhibit any damage and the other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the cable on the large needle driver instrument was observed to be broken. There were no missing or fallen pieces reported.